Manufacturer narrative:
(B)(4).

Event description:
Follow up information received stated the laser was intermittent after one second and then stopped. The pupil tracker went up automatically with no error displayed. The medical technologist loaded the same treatment scheduled previously. The data was not entered again. The laser software then inquired if the treatment could be restarted from where it was stopped. The medical technologist confirmed right eye ablation was completed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an interruption in a patient's refractive myopic treatment. The first stage of treatment lasted two seconds due to an abnormal cause in the equipment and an unexpected interruption. The rest of the treatment was applied causing an overcorrection in the post-operative refraction.

Manufacturer narrative:
Additional information provided. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the treatment. Treatment report can confirm treatment was interrupted but finished. A root cause can not be determined. The manufacturer internal reference number is: (B)(4).